Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an ivor lewis esophagectomy procedure, the surgeon had used the circular stapler and had to take back patients for post-op leaks. Case completed by over sewing. The surgeon removed the device before doing counter-clockwise "release" step. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patients current condition? Last follow up was positive, will follow up again this week. What issues were noted intraoperative? Difficulty removing device. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, removal. When the device was fired, where was the indicator located within the green zone/gap setting scale? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Hearn crunch. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test and donut check, followed by oversewing.